Manufacturer narrative:
Bayer case number: (B)(4) on the left side, a proximal fragment of the device appears detached [device breakage], a right essure implant migrating distally [device dislocation] , joint and muscle pain / joint pain / symmetrical pain on the back of both elbows [arthralgia], epicondylitis pain [epicondylitis] , pain in the olecranon region [olecranon bursitis] , tendinitis [tendinitis] , slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right [osteoarthritis of cervical spine] , causing discomfort in her daily life [discomfort] , dysmenorrhea [dysmenorrhea] , severe asthenia [weakness] , muscel pain [muscle pain] , helmet headaches [headache] , hearing loss [hearing loss] , tinnitus [tinnitus] , decreased visual acuity [visual acuity decreased] , insomnia [insomnia] , mechanical allodynia [allodynia] , skin rashes [skin rash] , memory disorder [memory disturbance] , attention disorders [attention deficit disorder], diffuse adenomyosis [adenomyosis] , cognitive impairment [cognitive impairment] , suspicion of heavy metal poisoning [heavy metal poisoning] , decline in visual acuity [visual acuity reduced], eye strain [eye strain] , eye pain [eye pain] itching [itching] , the procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage [genital bleeding] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the left side, a proximal fragment of the device appears detached") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of saphenectomy in 2017 and lipoma, appendectomy, gestational diabetes, asthma and parity 2 (born in 2001 and 2007). Previously administered products included: ventoline. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), device dislocation ("a right essure implant migrating distally"), arthralgia ("joint and muscle pain / joint pain / symmetrical pain on the back of both elbows"), epicondylitis ("epicondylitis pain"), bursitis ("pain in the olecranon region"), tendonitis ("tendinitis"), spinal osteoarthritis ("slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right"), discomfort ("causing discomfort in her daily life"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), myalgia ("muscel pain"), headache ("helmet headaches"), deafness ("hearing loss"), tinnitus ("tinnitus"), visual acuity decreased ("decreased visual acuity"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), rash ("skin rashes"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), adenomyosis ("diffuse adenomyosis"), cognitive disorder ("cognitive impairment"), metal poisoning ("suspicion of heavy metal poisoning"), visual acuity reduced ("decline in visual acuity"), asthenopia ("eye strain"), eye pain ("eye pain"), pruritus ("itching") and genital haemorrhage ("the procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, arthralgia, asthenia, asthenopia, attention deficit hyperactivity disorder, bursitis, cognitive disorder, deafness, device breakage, device dislocation, discomfort, dysmenorrhoea, epicondylitis, eye pain, genital haemorrhage, headache, insomnia, memory impairment, metal poisoning, myalgia, pruritus, rash, spinal osteoarthritis, tendonitis, tinnitus, visual acuity decreased and visual acuity reduced to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: e presence of essure devices in the pelvic projection. Essure device was fairly easily visualized on the left side at the level of the tubal isthmus. It was more difficult to locate on the right side, and its intratubal path was not demonstrated [blood test] (date unknown): normal [hysterosalpingogram] on (B)(6) 2015: on the left side, a proximal fragment of the device appears detached. On the evacuation image, there was a centimeter-sized image in the cervico-isthmic region. In conclusion: the examination confirmed bilateral tubal obstruction, with the devices appearing to be in place. [Hysteroscopy] on (B)(6) 2015: essure device placed on the right side, then on the left side. On the right, there are 3 coils remaining, and on the left, there are 4 coils remaining [magnetic resonance imaging] (date unknown): showed uterine adenomyosis and small common fibroid. Essure device slightly more distal on the right than on the left, with no other abnormalities. No adnexal abnormalities. Essure implant migrating distally [magnetic resonance imaging joint] on (B)(6) 2017: fissure of the posterior horn of the medial meniscus and early patellar chondropathy.; on (B)(6) 2019: ient had epicondylar pain as well as pain in the olecranon region since 2015, without any traumatic context, which was alleviated by shock wave therapy but had recurred since 2017, causing discomfort in her daily life and at work MRI scan of the right elbow revealed heterogeneous contrast uptake involving the right epicondylar joint tendon, suggesting epicondylitis with no significant abnormality detectable in the olecranon area. [Pathology test] on (B)(6)2020: exocervix was lined with a regular or slightly dystrophic squamous epithelium.endocervical-exocervical junction was the site of mature squamous metaplasia. Endocervical glands were surrounded by a slightly inflammatory chorion. The endometrial mucosa was proliferative with tubular or elongated glands, lined by a pseudostratified epithelium with mitoses. These glands were surrounded by a dense cytogenic chorion. Myoma consisted of regular, interlaced, fasciculated muscle bundles, separated by a discrete collagenous component. Right fallopian tube (block 7) consisted of fringes lined with a cuboidal epithelium with a slightly fibrous axis. The paratubal cyst was lined with a focally ciliated cuboidal epithelium. Samples taken from the horns (blocks 8 and 9) revealed, for both horns, resorptive macrophage granulomas with multinucleated giant cells. Phagocytosing brownish pigmented debris. Conclusion: uterine adenomyosis, myoma, and right paratubal cyst. No malignancy [renal function test] (date unknown): normal [spinal x-ray] on (B)(6) 2019: slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right. The patient's pain had been evolving since 2015, when the essure implants were inserted, without any cause being found [ultrasound scan] (date unknown): edematous infiltration of the distal parts of the tendons of the triceps muscles on both sides. Both tendons were heterogeneous, hyperechoic with blurred contours. Images were almost symmetrical for both sides. Presence of edematous infiltration around the radial epicondyle of the left humerus suggestive of tendinitis or at the level of the common tendon of the extensor muscles. The same image could be found at the level of the radial epicondyle of the left humerus, suggesting tendinitis or at the level of the common tendons of the extensor muscles. The same image could be found at the level of the epicondyle of the right humerus. No other detectable abnormalities. Conclusion: the image was consistent with edematous tendinitis of the triceps brachii muscle on the right and left sides. Presence of signs of radial epicondylitis on both sides (the images were almost symmetrical). [X-ray] on (B)(6) 2017: ght knee, right shoulder, and right elbow and revealed no structural abnormalities [x-ray limb] (date unknown): did not reveal any visible pathology. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). On the left side, a proximal fragment of the device appears detached [device breakage] a right essure implant migrating distally [device dislocation] . Joint and muscle pain / joint pain / symmetrical pain on the back of both elbows [arthralgia] epicondylitis pain [epicondylitis]. Pain in the olecranon region [olecranon bursitis]. Tendinitis [tendinitis]. Slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right.[osteoarthritis of cervical spine]. Causing discomfort in her daily life [discomfort]. Dysmenorrhea [dysmenorrhea]. Severe asthenia [weakness]. Muscel pain [muscle pain]. Helmet headaches [headache]. Hearing loss [hearing loss]. Tinnitus [tinnitus]. Decreased visual acuity [visual acuity decreased]. Insomnia [insomnia]. Mechanical allodynia [allodynia]. Skin rashes [skin rash]. Memory disorder [memory disturbance]. Attention disorders [attention deficit disorder]. Diffuse adenomyosis [adenomyosis]. Cognitive impairment [cognitive impairment]. Suspicion of heavy metal poisoning [heavy metal poisoning]. Decline in visual acuity [visual acuity reduced]. Eye strain [eye strain]. Eye pain [eye pain]. Itching [itching]. The procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage [genital bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the left side, a proximal fragment of the device appears detached") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of saphenectomy in 2017 and lipoma, appendectomy, gestational diabetes, asthma and parity 2 (born in 2001 and 2007). Previously administered products included: ventoline. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device breakage (seriousness criterion intervention required), device dislocation ("a right essure implant migrating distally"), arthralgia ("joint and muscle pain / joint pain / symmetrical pain on the back of both elbows"), epicondylitis ("epicondylitis pain"), bursitis ("pain in the olecranon region"), tendonitis ("tendinitis"), spinal osteoarthritis ("slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right"), discomfort ("causing discomfort in her daily life"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), myalgia ("muscel pain"), headache ("helmet headaches"), deafness ("hearing loss"), tinnitus ("tinnitus"), visual acuity decreased ("decreased visual acuity"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), rash ("skin rashes"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), adenomyosis ("diffuse adenomyosis"), cognitive disorder ("cognitive impairment"), metal poisoning ("suspicion of heavy metal poisoning"), visual acuity reduced ("decline in visual acuity"), asthenopia ("eye strain"), eye pain ("eye pain"), pruritus ("itching") and genital haemorrhage ("the procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, arthralgia, asthenia, asthenopia, attention deficit hyperactivity disorder, bursitis, cognitive disorder, deafness, device breakage, device dislocation, discomfort, dysmenorrhoea, epicondylitis, eye pain, genital haemorrhage, headache, insomnia, memory impairment, metal poisoning, myalgia, pruritus, rash, spinal osteoarthritis, tendonitis, tinnitus, visual acuity decreased and visual acuity reduced to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: e presence of essure devices in the pelvic projection. Essure device was fairly. Easily visualized on the left side at the level of the tubal isthmus. It was more difficult to locate on the right side, and its intratubal path was not demonstrated. [Blood test] (date unknown): normal. [Hysterosalpingogram] on (B)(6) 2015: on the left side, a proximal fragment of the device appears detached. On the evacuation image, there was a centimeter-sized image in the cervico-isthmic region. In conclusion: the examination confirmed bilateral tubal obstruction, with the devices appearing to be in place. [Hysteroscopy] on (B)(6) 2015: essure device placed on the right side, then on the left side. On the right, there are 3 coils remaining, and on the left, there are 4 coils remaining [magnetic resonance imaging] (date unknown): showed uterine adenomyosis and small common fibroid. Essure device slightly more distal on the right than on the left, with no other abnormalities. No adnexal abnormalities. Essure implant migrating distally [magnetic resonance imaging joint] on (B)(6) 2017: fissure of the posterior horn of the medial meniscus and early patellar chondropathy.; on (B)(6) 2019: ient had epicondylar pain as well as pain in the olecranon region since 2015, without any traumatic context, which was alleviated by shock wave therapy but had recurred since 2017, causing discomfort in her daily life and at work MRI scan of the right elbow revealed heterogeneous contrast uptake involving the right epicondylar joint tendon, suggesting epicondylitis with no significant abnormality detectable in the olecranon area. [Pathology test] on (B)(6) 2020: exocervix was lined with a regular or slightly dystrophic squamous epithelium.endocervical-exocervical junction was the site of mature squamous metaplasia. Endocervical glands were surrounded by a slightly inflammatory chorion. The endometrial mucosa was proliferative with tubular or elongated glands, lined by a pseudostratified epithelium with mitoses. These glands were surrounded by a dense cytogenic chorion. Myoma consisted of regular, interlaced, fasciculated muscle. Bundles, separated by a discrete collagenous component. Right fallopian tube (block 7) consisted of fringes lined with a cuboidal epithelium with a slightly fibrous axis. The paratubal cyst was lined with a focally ciliated cuboidal epithelium.samples taken from the horns (blocks 8 and 9) revealed, for both horns, resorptive macrophage granulomas with multinucleated giant cells. Phagocytosing brownish pigmented debris. Conclusion: uterine adenomyosis, myoma, and right paratubal cyst. No malignancy [renal function test] (date unknown): normal [spinal x-ray] on (B)(6) 2019: slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right. The patient's pain had been evolving since 2015, when the essure implants were inserted, without any cause being found [ultrasound scan] (date unknown): edematous infiltration of the distal parts of the tendons of the triceps muscles on both sides. Both tendons were heterogeneous, hyperechoic with blurred contours. Images were almost symmetrical for both sides. Presence of edematous infiltration around the radial epicondyle of the left humerus suggestive of tendinitis or at the level of the common tendon of the extensor muscles. The same image could be found at the level of the radial epicondyle of the left humerus, suggesting tendinitis or at the level of the common tendons of the extensor muscles. The same image could be found at the level of the epicondyle of the right humerus. No other detectable abnormalities. Conclusion: the image was consistent with edematous tendinitis of the triceps brachii muscle on the right and left sides. Presence of signs of radial epicondylitis on both sides (the images were almost symmetrical). [X-ray] on (B)(6) 2017: ght knee, right shoulder, and right elbow and revealed no structural abnormalities. [X-ray limb] (date unknown): did not reveal any visible pathology case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). On the left side, a proximal fragment of the device appears detached [device breakage] a right essure implant migrating distally [device dislocation], joint and muscle pain / joint pain / symmetrical pain on the back of both elbows [arthralgia], epicondylitis pain [epicondylitis], pain in the olecranon region [olecranon bursitis], tendinitis [tendinitis], slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right [osteoarthritis of cervical spine], causing discomfort in her daily life [discomfort], dysmenorrhea [dysmenorrhea], severe asthenia [weakness], muscel pain [muscle pain], helmet headaches [headache], hearing loss [hearing loss], tinnitus [tinnitus], decreased visual acuity [visual acuity decreased], insomnia [insomnia], mechanical allodynia [allodynia], skin rashes [skin rash], memory disorder [memory disturbance], attention disorders [attention deficit disorder], diffuse adenomyosis [adenomyosis], cognitive impairment [cognitive impairment], suspicion of heavy metal poisoning [heavy metal poisoning], decline in visual acuity [visual acuity reduced], eye strain [eye strain], eye pain [eye pain], itching [itching], the procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage [genital bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the left side, a proximal fragment of the device appears detached") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of saphenectomy in 2017 and lipoma, appendectomy, gestational diabetes, asthma and parity 2 (born in 2001 and 2007). Previously administered products included: ventoline. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device breakage (seriousness criterion intervention required), device dislocation ("a right essure implant migrating distally"), arthralgia ("joint and muscle pain / joint pain / symmetrical pain on the back of both elbows"), epicondylitis ("epicondylitis pain"), bursitis ("pain in the olecranon region"), tendonitis ("tendinitis"), spinal osteoarthritis ("slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right"), discomfort ("causing discomfort in her daily life"), dysmenorrhoea ("dysmenorrhea"), asthenia ("severe asthenia"), myalgia ("muscel pain"), headache ("helmet headaches"), deafness ("hearing loss"), tinnitus ("tinnitus"), visual acuity decreased ("decreased visual acuity"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), rash ("skin rashes"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), adenomyosis ("diffuse adenomyosis"), cognitive disorder ("cognitive impairment"), metal poisoning ("suspicion of heavy metal poisoning"), visual acuity reduced ("decline in visual acuity"), asthenopia ("eye strain"), eye pain ("eye pain"), pruritus ("itching") and genital haemorrhage ("the procedure was to be performed laparoscopically but was converted to a laparotomy due to massive hemorrhage"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, arthralgia, asthenia, asthenopia, attention deficit hyperactivity disorder, bursitis, cognitive disorder, deafness, device breakage, device dislocation, discomfort, dysmenorrhoea, epicondylitis, eye pain, genital haemorrhage, headache, insomnia, memory impairment, metal poisoning, myalgia, pruritus, rash, spinal osteoarthritis, tendonitis, tinnitus, visual acuity decreased and visual acuity reduced to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: e presence of essure devices in the pelvic projection. Essure device was fairly easily visualized on the left side at the level of the tubal isthmus. It was more difficult to locate on the right side, and its intratubal path was not demonstrated. [Blood test] (date unknown): normal. [Hysterosalpingogram] on (B)(6) 2015: on the left side, a proximal fragment of the device appears detached. On the evacuation image, there was a centimeter-sized image in the cervico-isthmic region. In conclusion: the examination confirmed bilateral tubal obstruction, with the devices appearing to be in place. [Hysteroscopy] on (B)(6) 2015: essure device placed on the right side, then on the left side. On the right, there are 3 coils remaining, and on the left, there are 4 coils remaining [magnetic resonance imaging] (date unknown): showed uterine adenomyosis and small common fibroid. Essure device slightly more distal on the right than on the left, with no other abnormalities. No adnexal abnormalities. Essure implant migrating distally [magnetic resonance imaging joint] on (B)(6) 2017: fissure of the posterior horn of the medial meniscus and early patellar chondropathy.; on (B)(6) 2019: ient had epicondylar pain as well as pain in the olecranon region since 2015, without any traumatic context, which was alleviated by shock wave therapy but had recurred since 2017, causing discomfort in her daily life and at work MRI scan of the right elbow revealed heterogeneous contrast uptake involving the right epicondylar joint tendon, suggesting epicondylitis with no significant abnormality detectable in the olecranon area. [Pathology test] on (B)(6) 2020: exocervix was lined with a regular or slightly dystrophic squamous epithelium.endocervical-exocervical junction was the site of mature squamous metaplasia. Endocervical glands were surrounded by a slightly inflammatory chorion. The endometrial mucosa was proliferative with tubular or elongated glands, lined by a pseudostratified epithelium with mitoses. These glands were surrounded by a dense cytogenic chorion. Myoma consisted of regular, interlaced, fasciculated muscle bundles, separated by a discrete collagenous component. Right fallopian tube (block 7) consisted of fringes lined with a cuboidal epithelium with a slightly fibrous axis. The paratubal cyst was lined with a focally ciliated cuboidal epithelium.samples taken from the horns (blocks 8 and 9) revealed, for both horns, resorptive macrophage granulomas with multinucleated giant cells phagocytosing brownish pigmented debris. Conclusion: uterine adenomyosis, myoma, and right paratubal cyst. No malignancy [renal function test] (date unknown): normal. [Spinal x-ray] on (B)(6) 2019: slight signs of osteoarthritis at the c6-c7 intervertebral foramen on the right. The patient's pain had been evolving since 2015, when the essure implants were inserted, without any cause being found [ultrasound scan] (date unknown): edematous infiltration of the distal parts of the tendons of the triceps muscles on both sides. Both tendons were heterogeneous, hyperechoic with blurred contours. Images were almost symmetrical for both sides. Presence of edematous infiltration around the radial epicondyle of the left humerus suggestive of tendinitis or at the level of the common tendon of the extensor muscles. The same image could be found at the level of the radial epicondyle of the left humerus, suggesting tendinitis or at the level of the common tendons of the extensor muscles. The same image could be found at the level of the epicondyle of the right humerus. No other detectable abnormalities. Conclusion: the image was consistent with edematous tendinitis of the triceps brachii muscle on the right and left sides. Presence of signs of radial epicondylitis on both sides (the images were almost symmetrical). [X-ray] on (B)(6) 2017: ght knee, right shoulder, and right elbow and revealed no structural abnormalities [x-ray limb] (date unknown): did not reveal any visible pathology. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up (B)(4) found to be duplicate of each other therefore (B)(4) needs to be nullified from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.